Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was failed to communicate. A technical support specialist (tss) verified that the health sight viewer (hsv) did not display the station under "stopped download" or "not communicating" logged into the station and confirmed that the last download, upload, and heartbeat for the devices in question were current. Then, the tss confirmed with the customer that he issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a device not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.